Event description:
Consumer called to report receiving second degree burns from the heating pad on her buttocks. The pad shows scorch marks. She did not make mention of seeking medical attention. Burns of this nature are caused by the consumer laying or sitting on the heating pad which is contrary to proper use instructions.